Event description:
The report received indicated that during patient follow-up there was occlusion of the target vessel. The report indicated that during a cryoplasty procedure with the polarcath dilatation system device the patient presented with target lesions located at the superficial femoral artery and popliteal artery. The single lesion was de novo, moderate calcification, no tortuosity, concentric stenosis with a vessel diameter of 5 millimeters and a lesion length of 35 millimeters. The pretreatment stenosis percentage was 100%. The patient underwent procedure with a 5 mm diameter 6 cm length 80 cm polarcath dilation system device. The post-dilatation percentage stenosis was reported as 0%. There were 7 inflations. The patient experienced pain during the cryoplasty inflation.a follow-up in 2008 reported major tissue loss. A duplex revealed an occlusion in the target vessel. A re-intervention was shown as amputation four (4) days later.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause could not be determined.